Manufacturer narrative:
No injury was reported. Qiagen is reporting this incident in an abundance of caution and in accordance with the conditions of approval under the emergency use authorization for this product. The sample result had a CT >30. The IFU instructs users to do a confirmatory specificity test for a CT>29.

Event description:
A suspected false positive result for bordetella pertussis was obtained for 1 patient samples with the qiastat-dx respiratory sars-cov-2 panel, mat. 691223.